Event description:
It was noted that the patient presented to the hospital for an implant procedure. During the procedure, upon reconnecting the left ventricular (lv) lead into the lv port of the pacemaker, it was observed that the pacemaker¿s set screw for the lv port would not wrench or engage. The pacemaker was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.